Event description:
The customer reported a flashing red x. Further information was provided that the battery intermittently disconnects from battery pca contacts. There was no adverse patient impact reported.